Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and came back up on its own with no prompt or action from the user. Bme reported that by the time they got to the unit, it had already powered itself back on and was operating normally. No patient harm was reported. Bme reported that they will obtain the event logs for this issue and send them into nihon kohden for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/15/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/01/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down and came back up on its own with no prompt or action from the user. Bme reported that by the time they got to the unit, it had already powered itself back on and was operating normally. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown and came back up on its own with no prompt or action from the user. By the time the bme got to the cns, it had already powered itself back on and was operating normally. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shutdown and came back up on its own with no prompt or action from the user. By the time the bme got to the cns, it had already powered itself back on and was operating normally. There was no patient harm reported. Investigation summary: nkc analyzed the provided logs and confirmed a reboot occurred. However, no boot loop was detected. The "watchdog" detected an abnormal condition causing the issue and triggering an operating system restart. The device has been operating normally since the event. Continuous rna-related errors and "tcpstream" errors (communication port issues) were recorded, suggesting a network-related issue. The rna errors were likely due to the device attempting to send data to its own ip address, indicating a possible internal processing anomaly. Lack of network configuration information prevented nkc from identifying the exact root cause. If the issue recurs, nk will need to ensure that network configuration information is provided by the customer for a thorough investigation. Trending for similar issues and devices will continue to be monitored by nk. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/15/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/01/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.